Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy never really functioned well for them. They tried making adjustments, but their symptoms did not really change after the stimulator was implanted; they go to the bathroom every couple of hours and have issues with leakage. It was stated that an x-ray was done which showed ¿it was dislodged;¿ this was referring to the leads not being connected. It was stated that their hcp was talking about wanting to do a revision operation to ¿hook it up¿ and possibly install other leads, but the patient was unsure if they wanted to go through all of that. It was recommended that they follow up with their healthcare provider to discuss leaving it implanted versus doing another surgery. No further patient complications were reported as a result of this event. Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the rep was not aware of the situation. However, they knew that the patient was scheduled for a revision of their device, but it was ultimately postponed due to their health issues. No further patient complications are anticipated or expected as a result of this event.